Manufacturer narrative:
H3: during the initial inspection no abnoramilities found with console. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4),g3: manufacturing date: 20.08.2021 h3: during the initial inspection reported issue was confirmed. Defective sbu internal board. Older software version was present. H6: fdm b01, fdr c02, c10, fdc d02 and img g02005, g02008 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, pairing could not be completed with the patient interface. The system no longer passes the self-test. There was no patient involvement.